Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in, received an unable to authenticate message, and the system did not recognize the user¿s fingerprint. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in and received an ¿unable to authenticate¿ error message. A technical support specialist (tss) confirmed that two users were unable to log in to two stations (pam1 and pam2) and the server. The tss remotely accessed affected station to review system synchronization and application records and confirmed that data transfers were completing successfully with no abnormalities observed. The tss found no records in pam1 and pam2 for the username (B)(6). The error log showed that the user account was locked. The authentication failed because the account was already locked. The user was advised to share this error message with their hospital it (information technology) team so they could reactivate the account. The system functioned as intended after technical support specialist and hospital it team investigated the device.